Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-06165. (B)(6). It was reported that restenosis occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying condition of angina and did not experienced a myocardial infarction (mi) within 72 hours prior to procedure. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 a de novo lesion, was located in the proximal saphenous vein graft to the 1st obtuse marginal branch with 99% stenosis and was 24mm long with a reference vessel diameter of 4.0mm. There was severe calcification present. An attempt to place a distal protection device was unsuccessful due to the high grade stenosis. Direct stent placement was also unsuccessful. The target lesion #1 was treated with pre-dilatation and placement of a 4.00x28mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. Target lesion #2, a de novo lesion, was located in the left main coronary artery (lmca) with 99% stenosis due to left main stenosis involving ramus and was 16mm long with a reference vessel diameter of 2.5mm. There was severe calcification present. The target lesion #2 was treated with pre-dilatation and a 2.50x20mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was not performed, and there was 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, the patient experienced a non-st-elevation myocardial infarction (stemi) which required hospitalization and intervention of a percutaneous coronary intervention (pci) and target vessel revascularization (tvr). The location of the mi was not identifiable. The patient presented to the emergency department (ed) with recurrent chest pain with associated dyspnea for 72 hours. Subsequently, coronary angiography was performed and revealed a totally occluded proximal left main (lm) and the proximal stent in the ostium of the vein graft appeared to be fractured at the ostium with 3-4mm in the aortic lumen. There is a minor narrowing at the proximal portion of the stent and a napkin ring of 99% stenosis in the distal portion of the stent with 20-30% stenosis at the upper limits of the vein graft. On the same day, the patient underwent a pci with a 3.0x33mm non-bsc drug eluting stent (des) and balloon angioplasty for a tvr of the target lesion in the 1st obtuse marginal. Intervention rationale included angina. Pre-treatment diameter stenosis was 99%, and post-treatment stenosis was 0%. Five days post procedure, the patient's non-stemi was considered resolved and the patient was discharged from the hospital.